Event description:
It was reported that the device was over-sensing t-waves on the ventricular lead. The device was reprogrammed. The patient was asymptomatic and no adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information that the patient presented in clinic for follow-up when it was reported the device was post-sensed t-wave oversensing on the ventricular channel. The patient received inappropriate hv therapy due to the oversensing. The oversensing was noted on a stored egm and the real-time egm. Review of the episodes revealed the previous vf episode could not be resolved with programming adjustments. Review of the other episodes showed r waves varying followed by t wave amplitudes varying. Programming changes were recommended.

Event description:
New information received notes that when the patient presented in clinic for follow up, it was noted that the patient received inappropriate hv therapy due to post-sensed t-wave oversensing on the ventricular channel. Further reprogramming changes were made. Patient condition was good after the event.